Event description:
Patient was revised to address pain and stiffness in his shoulder. The surgeon examined the glenoid and found that it was worn, cracked and loose. He removed the 52mm glenoid, 52mm medium head, and replaced the head only with a 56x18 standard head. The glenoid had severe posterior wear, so he decided to leave it alone. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.